Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device after a peripheral angioplasty procedure. Reportedly, a cuff miss occurred. The device was removed from the patient and a second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss was not confirmed. Analysis of the returned device body, lever, foot, guide and sheath were normal with no damage observed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.